Event description:
The pt underwent endoscopic sinus surgery (bilateral endoscopic anterior ethmoidectomy, bilateral endoscopic maxillary antrostomies) in 2001. The surgeon used floseal during this procedure to achieve hemostasis. Rolled gelatin films (stents) were placed in both sinuses. During a 1-week postoperative follow-up visit in 2001, the pt complained of progressive pressure and irritation. A moderate amount of debris and stent placement required debridement. Pt was prescribed antibiotics (levaquin 500mg/day for 8 days) and was advised to continue to irrigate regularly with nasal spray. One week later the pt returned for a second follow-up and presented with irritation and swelling of the sinus membranes. Antibiotic therapy was switched to augmentin (875 mg b.i.d.). In 2002, no major inflammation was observed; some mucus but no erythema. The pt complained of ear blockage at this time.